Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device, simulated-use testing and a visual inspection. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. Upon conclusion of the investigation, the cause was determined to be the user changed the largest fill volume therapy setting during fill one. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 205 (night drain #5) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.